Event description:
It was reported that the asymptomatic patient presented in the clinic. Upon interrogation, the atrial lead could not get capture at the maximum output. All the other electrical measurements were normal. The patient was in atrial fibrillation. The device was reprogrammed to vvir mode, and the patient will be monitored.